Event description:
(B)(4) .

Manufacturer narrative:
The device was received by resmed corp. A preliminary investigation of the returned device showed that the device operated normally. There was no indication that the device overheated or malfunctioned. The device was returned to the mfg facility located in (B)(6) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).